Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker explant procedure. Prior to the procedure, the right ventricular (rv) lead exhibited noise. The rv lead was explanted, and the physician elected to replace it with a leadless pacemaker. The patient was stable.